Event description:
It was reported that the right ventricular (rv) lead exhibited no capture, inappropriate sensing, and had dislodged. A new lead was placed after multiple failed attempts to reposition the existing lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.